Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited -several issues regarding exitblock and different thresholds- on the ventricular channel. The device was explanted and replaced.